Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device/ it's not where it should be/ migration of essure device: endometrium/ migration of essure device location of device: uterus,"), device breakage ("it is broke off in my uterus/tubes") and pregnancy with contraceptive device ("post-implant pregnancy/ I got pregnant with this / pregnancy (with complication)") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "post-implant pregnancy" and device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included abortion (abortion 1). (B)(6) 2013:gross description 1. Received in formalin portion of left tube", is a tan-purple and smooth cylindrical piece of soft tissue measuring 2.0 cm in length by 0.6 cm in diameter. Serial sectioning reveals tan-white cut surfaces with a pinpoint lumen. 2. Received in formalin portion of right tube", is a portion tan-purple and smooth piece of cylindrical tissue measuring 2.5 cm in length by 0.8 cm in diameter. Serial sectioning reveals tan white cut surfaces with a pinpoint lumen. (B)(6) 2014:gross description: 1.received in formalin essure coil is a metallic coil. The specimen is for gross diagnosis only. 2.received in formalin uterine scrapings, is a 4.4 x 1.3 x 0.3 cm aggregate of red-brown tissue which is submitted in toto in two cassettes. Concurrent conditions included gravida ii, c-section, parity 3 and gestational diabetes. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced menorrhagia ("heavy menses"), anxiety ("mental anguish") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), 1 month after insertion of essure. In (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced depression ("depression"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), surgery (hysteroscopy)). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, device breakage, pregnancy with contraceptive device, menorrhagia, depression, anxiety and vaginal haemorrhage outcome was unknown and the pelvic pain was resolving. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The caesarean delivery occurred on (B)(6) 2013. The apgar scores were 8 and 9 (at 1 and 5 minutes). The reporter considered anxiety, depression, device breakage, device expulsion, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: in 2014, patient talked to doctor about essure removal, he gave option to do nothing or he will remove one coil from her uterus but not the other because it was broke off in uterus/tubes. Then the essure system was applied as per the essure procedure. About 1-2 trailing coils were seen trailing on either side. Diagnostic results: (B)(6) 2014 pelvic ultrasound revealed right essure coil seen in right cornu. Left essure coil and sheath seen in uterine fundus and lower uterine segment. Concerning the injuries reported in this case, the following one was reported via social media: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: mr received. Lab data were added. Pregnancy outcome were updated. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device/ it's not where it should be/ migration of essure device: endometrium"), device breakage ("it is broke off in my uterus/tubes") and pregnancy with contraceptive device ("post-implant pregnancy/ I got pregnant with this") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "post-implant pregnancy" and device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's concurrent conditions included multigravida, c-section, parity 1 and gestational diabetes. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), pelvic pain ("pelvic pain"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced menorrhagia ("heavy menses"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), surgery (hysteroscopy)) and surgery (salpingectomy (bilateral removal of fallopian tubes), surgery (hysteroscopy)). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, device breakage, pregnancy with contraceptive device, menorrhagia, depression and anxiety outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device breakage, device dislocation, menorrhagia, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: in 2014, patient talked to doctor about essure removal, he gave option to do nothing or he will remove one coil from her uterus but not the other because it was broke off in uterus/tubes. Then the essure system was applied as per the essure procedure. About 1-2 trailing coils were seen trailing on either side. Diagnostic results: (B)(6) 2014 pelvic ultrasound revealed right essure coil seen in right cornu. Left essure coil and sheath seen in uterine fundus and lower uterine segment. Concerning the injuries reported in this case, the following one was reported via social media: device breakage. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and events depression, device monitoring procedure not performed and mental anguish were added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device/ it's not where it should be"), device breakage ("it is broke off in my uterus/tubes") and pregnancy with contraceptive device ("post-implant pregnancy/ I got pregnant with this") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "post-implant pregnancy." On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), pelvic pain ("pelvic pain") and menorrhagia ("heavy menses"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (underwent removal of the essure device by bilateral salpingectomy). Essure was removed. At the time of the report, the device dislocation, device breakage, pregnancy with contraceptive device, pelvic pain and menorrhagia outcome was unknown. The reporter considered device breakage, device dislocation, menorrhagia, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: in 2014, patient talked to doctor about essure removal, he gave option to do nothing or he will remove one coil from her uterus but not the other because it was broke off in uterus/tubes. Concerning the injuries reported in this case, the following one was reported via social media: device breakage. Most recent follow-up information incorporated above includes: on (B)(6) 2018: information received from social media: reporter information updated. Events it's not where it should be, I got pregnant with this were clubbed with previously reported events. Event device breakage was newly added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device/ it's not where it should be/ migration of essure device: endometrium/ migration of essure device location of device: uterus,"), device breakage ("it is broke off in my uterus/tubes") and pregnancy with contraceptive device ("post-implant pregnancy/ I got pregnant with this / pregnancy (with complication)") in a 28-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "post-implant pregnancy" and device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's concurrent conditions included multigravida, c-section, parity 1 and gestational diabetes. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 1 month after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), pelvic pain ("pelvic pain"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced menorrhagia ("heavy menses"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), surgery (hysteroscopy)) and surgery (salpingectomy (bilateral removal of fallopian tubes), surgery (hysteroscopy)). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, device breakage, pregnancy with contraceptive device, menorrhagia, depression, anxiety and vaginal haemorrhage outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device breakage, device expulsion, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: in 2014, patient talked to doctor about essure removal, he gave option to do nothing or he will remove one coil from her uterus but not the other because it was broke off in uterus/tubes. Then the essure system was applied as per the essure procedure. About 1-2 trailing coils were seen trailing on either side. Diagnostic results: (B)(6) 2014 pelvic ultrasound revealed right essure coil seen in right cornu. Left essure coil and sheath seen in uterine fundus and lower uterine segment. Concerning the injuries reported in this case, the following one was reported via social media: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2018: plaintiff fact sheet received. Event vaginal bleeding was added. Event device dislocation was updated to device expulsion. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device/ it's not where it should be/ migration of essure device: endometrium"), device breakage ("it is broke off in my uterus/tubes") and pregnancy with contraceptive device ("post-implant pregnancy/ I got pregnant with this") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "post-implant pregnancy" and device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's concurrent conditions included multigravida, c-section, parity 1 and gestational diabetes. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), pelvic pain ("pelvic pain"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced menorrhagia ("heavy menses"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), surgery (hysteroscopy)) and surgery (salpingectomy (bilateral removal of fallopian tubes), surgery (hysteroscopy)). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, device breakage, pregnancy with contraceptive device, menorrhagia, depression and anxiety outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device breakage, device dislocation, menorrhagia, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: in 2014, patient talked to doctor about essure removal, he gave option to do nothing or he will remove one coil from her uterus but not the other because it was broke off in uterus/tubes. Then the essure system was applied as per the essure procedure. About 1-2 trailing coils were seen trailing on either side. Diagnostic results: (B)(6) 2014 pelvic ultrasound revealed right essure coil seen in right cornu. Left essure coil and sheath seen in uterine fundus and lower uterine segment. Concerning the injuries reported in this case, the following one was reported via social media: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2018: quality-safety evaluation of ptc. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('it is broke off in my uterus/tubes') and device expulsion ('migration of essure device/ it's not where it should be/ migration of essure device: endometrium/ migration of essure device location of device: uterus,') in a 28-year-old female patient who had essure (batch no. 626527) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test" and device ineffective "post-implant pregnancy". The patient's medical history included abortion (abortion 1), miscarriage, gravida ii, tooth abscess, gestational diabetes, tonsillectomy, multigravida and parity 4. (B)(6) 2013:gross description 1.received in formalin portion of left tube", is a tan-purple and smooth cylindrical piece of soft tissue measuring 2.0 cm in length by 0.6 cm in diameter. Serial sectioning reveals tan-white cut surfaces with a pinpoint lumen. 2. Received in formalin portion of right tube", is a portion tan-purple and smooth piece of cylindrical tissue measuring 2.5 cm in length by 0.8 cm in diameter. Serial sectioning reveals tanwhite cut surfaces with a pinpoint lumen. (B)(6) 2014:gross description: 1.received in formalin essure coil is a metallic coil. The specimen is for gross diagnosis only. 2.received in formalin uterine scrapings, is a 4.4 x 1.3 x 0.3 cm aggregate of red-brown tissue which is submitted in toto in two cassettes. 23jan2014 pelvic ultrasound revealed right essure coil seen in right cornu. Left essure coil and sheath seen in uterine fundus and lower uterine segment. Concurrent conditions included multigravida, c-section and parity 3 (on (B)(6) 1998, (B)(6) 2001, (B)(6) 2008, (B)(6) 2013.). Concomitant products included insulin detemir (levemir), insulin human (actrapid flexpen), medroxyprogesterone acetate (depo-provera) since 2008, nsaids and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), 1 month 1 day after insertion of essure. In (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2008, the patient experienced heavy menstrual bleeding ("heavy menses / menorrhagia"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device ("post-implant pregnancy/ I got pregnant with this / pregnancy (with complication)/33 weeks pregnant"). On an unknown date, the patient experienced gestational diabetes ("complications of your unintended pregnancy : insulin for diabetes"). The patient was treated with hydrocodone and surgery (salpingectomy (bilateral removal of fallopian tubes), surgery (hysteroscopy)). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, device expulsion, pregnancy with contraceptive device and gestational diabetes outcome was unknown, the pelvic pain, heavy menstrual bleeding and vaginal haemorrhage had resolved and the depression and anxiety was resolving. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The caesarean delivery occurred on (B)(6) 2013. The apgar scores were 8 and 9 (at 1 and 5 minutes). The reporter considered anxiety, depression, device breakage, device expulsion, gestational diabetes, heavy menstrual bleeding, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: in 2014, patient talked to doctor about essure removal, he gave option to do nothing or he will remove one coil from her uterus but not the other because it was broke off in uterus/tubes. Then the essure system was applied as per the essure procedure. About 1-2 trailing coils were seen trailing on either side. Patient received treatment for pain , bleeding and migration. Concerning the injuries reported in this case, the following one was reported via social media: device breakage. Lot number: 626527, manufacturing date: 2008-02, expiration date: 2010-01. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device in endometrium. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, patient medical history, concomitant medications added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device/ it's not where it should be/ migration of essure device: endometrium/ migration of essure device location of device: uterus,') and device breakage ('it is broke off in my uterus/tubes') in a 28-year-old female patient who had essure (batch no. 626527) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "post-implant pregnancy" and device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included abortion (abortion 1). (B)(6) 2013: gross description 1. Received in formalin portion of left tube", is a tan-purple and smooth cylindrical piece of soft tissue measuring 2.0 cm in length by 0.6 cm in diameter. Serial sectioning reveals tan-white cut surfaces with a pinpoint lumen. 2. Received in formalin portion of right tube", is a portion tan-purple and smooth piece of cylindrical tissue measuring 2.5 cm in length by 0.8 cm in diameter. Serial sectioning reveals tanwhite cut surfaces with a pinpoint lumen. (B)(6) 2014:gross description: 1.received in formalin essure coil is a metallic coil. The specimen is for gross diagnosis only. 2.received in formalin uterine scrapings, is a 4.4 x 1.3 x 0.3 cm aggregate of red-brown tissue which is submitted in toto in two cassettes. Concurrent conditions included multigravida, c-section, parity 3 (on (B)(6) 1998, (B)(6) 2001, (B)(6) 2008, (B)(6) t2013.) And gestational diabetes. Concomitant products included medroxyprogesterone acetate (depo-provera) since 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), 1 month 1 day after insertion of essure. In (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2008, the patient experienced menorrhagia ("heavy menses") and anxiety ("mental anguish"). In (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device ("post-implant pregnancy/ I got pregnant with this / pregnancy (with complication)/33 weeks pregnant"). On (B)(6) 2013, the patient experienced depression ("depression"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), surgery (hysteroscopy)). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, device breakage, pregnancy with contraceptive device, depression and anxiety outcome was unknown and the pelvic pain, menorrhagia and vaginal haemorrhage had resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The caesarean delivery occurred on (B)(6) 2013. The apgar scores were 8 and 9 (at 1 and 5 minutes). The reporter considered anxiety, depression, device breakage, device expulsion, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: in 2014, patient talked to doctor about essure removal, he gave option to do nothing or he will remove one coil from her uterus but not the other because it was broke off in uterus/tubes. Then the essure system was applied as per the essure procedure. About 1-2 trailing coils were seen trailing on either side. Patient received treatment for pain , bleeding and migration. Diagnostic results: (B)(6) 2014 pelvic ultrasound revealed right essure coil seen in right cornu. Left essure coil and sheath seen in uterine fundus and lower uterine segment. Concerning the injuries reported in this case, the following one was reported via social media: device breakage. Most recent follow-up information incorporated above includes: on 9-jan-2020: ppf received lot number was added. Outcome of events " pain and bleeding" were updated as recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device/ it's not where it should be/ migration of essure device: endometrium/ migration of essure device location of device: uterus,') and device breakage ('it is broke off in my uterus/tubes') in a 28-year-old female patient who had essure (batch no. 626527) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "post-implant pregnancy" and device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included abortion (abortion 1). (B)(6) 2013:gross description 1.received in formalin portion of left tube", is a tan-purple and smooth cylindrical piece of soft tissue measuring 2.0 cm in length by 0.6 cm in diameter. Serial sectioning reveals tan-white cut surfaces with a pinpoint lumen. 2. Received in formalin portion of right tube", is a portion tan-purple and smooth piece of cylindrical tissue measuring 2.5 cm in length by 0.8 cm in diameter. Serial sectioning reveals tanwhite cut surfaces with a pinpoint lumen. (B)(6) 2014:gross description: 1.received in formalin essure coil is a metallic coil. The specimen is for gross diagnosis only. 2.received in formalin uterine scrapings, is a 4.4 x 1.3 x 0.3 cm aggregate of red-brown tissue which is submitted in toto in two cassettes. Concurrent conditions included multigravida, c-section, parity 3 (on (B)(6) 1998, (B)(6) 2001, (B)(6) 2008, (B)(6) 2013.) And gestational diabetes. Concomitant products included medroxyprogesterone acetate (depo-provera) since 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), 1 month 1 day after insertion of essure. In (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2008, the patient experienced menorrhagia ("heavy menses") and anxiety ("mental anguish"). In (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device ("post-implant pregnancy/ I got pregnant with this / pregnancy (with complication)/33 weeks pregnant"). On (B)(6) 2013, the patient experienced depression ("depression"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), surgery (hysteroscopy)). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, device breakage, pregnancy with contraceptive device, depression and anxiety outcome was unknown and the pelvic pain, menorrhagia and vaginal haemorrhage had resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The caesarean delivery occurred on (B)(6) 2013. The apgar scores were 8 and 9 (at 1 and 5 minutes). The reporter considered anxiety, depression, device breakage, device expulsion, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: in 2014, patient talked to doctor about essure removal, he gave option to do nothing or he will remove one coil from her uterus but not the other because it was broke off in uterus/tubes. Then the essure system was applied as per the essure procedure. About 1-2 trailing coils were seen trailing on either side. Patient received treatment for pain , bleeding and migration diagnostic results: (B)(6) 2014 pelvic ultrasound revealed right essure coil seen in right cornu. Left essure coil and sheath seen in uterine fundus and lower uterine segment. Concerning the injuries reported in this case, the following one was reported via social media: device breakage. Lot number: 626527 manufacturing date: 2008-02 expiration date: 2010-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device/ it's not where it should be/ migration of essure device: endometrium/ migration of essure device location of device: uterus,') and device breakage ('it is broke off in my uterus/tubes') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "post-implant pregnancy" and device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included abortion (abortion 1). (B(6) 2013:gross description 1.received in formalin portion of left tube", is a tan-purple and smooth cylindrical piece of soft tissue measuring 2.0 cm in length by 0.6 cm in diameter. Serial sectioning reveals tan-white cut surfaces with a pinpoint lumen. 2. Received in formalin portion of right tube", is a portion tan-purple and smooth piece of cylindrical tissue measuring 2.5 cm in length by 0.8 cm in diameter. Serial sectioning reveals tanwhite cut surfaces with a pinpoint lumen. 25-feb-2014:gross description: 1.received in formalin essure coil is a metallic coil. The specimen is for gross diagnosis only. 2.received in formalin uterine scrapings, is a 4.4 x 1.3 x 0.3 cm aggregate of red-brown tissue which is submitted in toto in two cassettes. Concurrent conditions included multigravida, c-section, parity 3 (on (B)(6) 1998, (B)(6) 2001, (B)(6) 2008, (B)(6)2013.) And gestational diabetes. Concomitant products included medroxyprogesterone acetate (depo-provera) since 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6)2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), 1 month 1 day after insertion of essure. In (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2008, the patient experienced menorrhagia ("heavy menses") and anxiety ("mental anguish"). In (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device ("post-implant pregnancy/ I got pregnant with this / pregnancy (with complication)/33 weeks pregnant"). On (B)(6) 2013, the patient experienced depression ("depression"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), surgery (hysteroscopy)). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, device breakage, pregnancy with contraceptive device, menorrhagia, depression, anxiety and vaginal haemorrhage outcome was unknown and the pelvic pain was resolving. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The caesarean delivery occurred on (B)(6)2013. The apgar scores were 8 and 9 (at 1 and 5 minutes). The reporter considered anxiety, depression, device breakage, device expulsion, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: in 2014, patient talked to doctor about essure removal, he gave option to do nothing or he will remove one coil from her uterus but not the other because it was broke off in uterus/tubes. Then the essure system was applied as per the essure procedure. About 1-2 trailing coils were seen trailing on either side. Diagnostic results: (B)(6) 2014 pelvic ultrasound revealed right essure coil seen in right cornu. Left essure coil and sheath seen in uterine fundus and lower uterine segment. Concerning the injuries reported in this case, the following one was reported via social media: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device/ it's not where it should be/ migration of essure device: endometrium/ migration of essure device location of device: uterus,') and device breakage ('it is broke off in my uterus/tubes') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "post-implant pregnancy" and device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included abortion (abortion 1). On (B)(6) 2013:gross description 1.received in formalin portion of left tube", is a tan-purple and smooth cylindrical piece of soft tissue measuring 2.0 cm in length by 0.6 cm in diameter. Serial sectioning reveals tan-white cut surfaces with a pinpoint lumen. 2. Received in formalin portion of right tube", is a portion tan-purple and smooth piece of cylindrical tissue measuring 2.5 cm in length by 0.8 cm in diameter. Serial sectioning reveals tan white cut surfaces with a pinpoint lumen. On (B)(6) 2014:gross description: 1.received in formalin essure coil is a metallic coil. The specimen is for gross diagnosis only. 2.received in formalin uterine scrapings, is a 4.4 x 1.3 x 0.3 cm aggregate of red-brown tissue which is submitted in toto in two cassettes. Concurrent conditions included multigravida, c-section, parity 3 (on (B)(6) 1998, (B)(6) 2001, (B)(6) 2008, (B)(6) 2013.) And gestational diabetes. Concomitant products included medroxyprogesterone acetate (depo-provera) since 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), 1 month 1 day after insertion of essure. In (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2008, the patient experienced menorrhagia ("heavy menses") and anxiety ("mental anguish"). In (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device ("post-implant pregnancy/ I got pregnant with this / pregnancy (with complication)/33 weeks pregnant"). On (B)(6) 2013, the patient experienced depression ("depression"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), surgery (hysteroscopy)). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, device breakage, pregnancy with contraceptive device, menorrhagia, depression, anxiety and vaginal haemorrhage outcome was unknown and the pelvic pain was resolving. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The caesarean delivery occurred on (B)(6) 2013. The apgar scores were 8 and 9 (at 1 and 5 minutes). The reporter considered anxiety, depression, device breakage, device expulsion, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: in 2014, patient talked to doctor about essure removal, he gave option to do nothing or he will remove one coil from her uterus but not the other because it was broke off in uterus/tubes. Then the essure system was applied as per the essure procedure. About 1-2 trailing coils were seen trailing on either side. Diagnostic results: on (B)(6) 2014 pelvic ultrasound revealed right essure coil seen in right cornu. Left essure coil and sheath seen in uterine fundus and lower uterine segment. Concerning the injuries reported in this case, the following one was reported via social media: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: duplicate case found for same patient. All the information, source document and references of deletion case ((B)(4)) transferred into retention case-(B)(4). New reporter was added. Event- pregnancy with contraceptive device made non-serious incident. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('it is broke off in my uterus/tubes') and device expulsion ('migration of essure device/ it's not where it should be/ migration of essure device: endometrium/ migration of essure device location of device: uterus,') in a 28-year-old female patient who had essure (batch no. 626527) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test" and device ineffective "post-implant pregnancy". The patient's medical history included abortion (abortion 1). Concurrent conditions included multigravida, c-section and parity 3 (on (B)(6) 1998, (B)(6) 2001, (B)(6) 2008, (B)(6) 2013.). Concomitant products included medroxyprogesterone acetate (depo-provera) since 2008, nsaids and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), 1 month 1 day after insertion of essure. In (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2008, the patient experienced menorrhagia ("heavy menses / menorrhagia"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device ("post-implant pregnancy/ I got pregnant with this / pregnancy (with complication)/33 weeks pregnant"). On an unknown date, the patient experienced gestational diabetes ("complications of your unintended pregnancy : insulin for diabetes"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), surgery (hysteroscopy)). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, device expulsion, pregnancy with contraceptive device and gestational diabetes outcome was unknown, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the depression and anxiety was resolving. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The caesarean delivery occurred on (B)(6) 2013. The apgar scores were 8 and 9 (at 1 and 5 minutes). The reporter considered anxiety, depression, device breakage, device expulsion, gestational diabetes, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: in 2014, patient talked to doctor about essure removal, he gave option to do nothing or he will remove one coil from her uterus but not the other because it was broke off in uterus/tubes. Then the essure system was applied as per the essure procedure. About 1-2 trailing coils were seen trailing on either side. Patient received treatment for pain , bleeding and migration (B)(6) 2013:gross description 1.received in formalin portion of left tube", is a tan-purple and smooth cylindrical piece of soft tissue measuring 2.0 cm in length by 0.6 cm in diameter. Serial sectioning reveals tan-white cut surfaces with a pinpoint lumen. 2. Received in formalin portion of right tube", is a portion tan-purple and smooth piece of cylindrical tissue measuring 2.5 cm in length by 0.8 cm in diameter. Serial sectioning reveals tanwhite cut surfaces with a pinpoint lumen. (B)(6) 2014:gross description: 1.received in formalin essure coil is a metallic coil. The specimen is for gross diagnosis only. 2.received in formalin uterine scrapings, is a 4.4 x 1.3 x 0.3 cm aggregate of red-brown tissue which is submitted in toto in two cassettes. (B)(6) 2014 pelvic ultrasound revealed right essure coil seen in right cornu. Left essure coil and sheath seen in uterine fundus and lower uterine segment. Concerning the injuries reported in this case, the following one was reported via social media: device breakage. Lot number: 626527 manufacturing date: 2008-02 expiration date: 2010-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jul-2020: pfs received. New event added - complications of your unintended pregnancy : insulin for diabetes. Event outcome were updated for events depression, anxiety. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") and pregnancy with contraceptive device ("post-implant pregnancy") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "post-implant pregnancy". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), pelvic pain ("pelvic pain") and menorrhagia ("heavy menses"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (underwent removal of the essure device by bilateral salpingectomy). Essure was removed. At the time of the report, the device dislocation, pregnancy with contraceptive device, pelvic pain and menorrhagia outcome was unknown. The reporter considered device dislocation, menorrhagia, pelvic pain and pregnancy with contraceptive device to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.